Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The root cause could not be determined. However, as a result of the investigation, it is believed that the reported event occurred due to a failure on the front-panel unit. It is likely, that based on the manufactured date, the front panel unit has aged and deteriorated over time leading to the reported failure. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The customer called in to report the issue and olympus technical assistance center personnel (tac) aided in troubleshooting the device. However, troubleshooting was unsuccessful and tac ultimately recommended the device be sent it for evaluation and repair. The device has not yet been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
It was reported, the evis exera iii xenon light source was experiencing lamp issues. According to the initial reporter, the lamp would turn on directly, but when changed to the 'manu' setting, the lamp will not come on. There was no patient harm or consequence reported as a result of this event.